Manufacturer narrative:
(B)(4).

Event description:
Procedure: coronary bypass. According to the reporter: the pt experienced wound dehiscence on leg post-operatively. Wound on the chest was about to disrupt. Used nylon sutures to recover the dehiscence on leg.